Event description:
It was reported that the patient passed away due to renal failure. The patient was advancing in age and the outcome was expected by the center. The death was not considered to be device or therapy related. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: UDI number corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including renal failure and death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the onset date of the renal dysfunction was unable to be provided. The renal dysfunction was not determined to be related to or caused by the device or device therapy. No symptoms were noted, and no diagnostic tests were done.